Event description:
Chief technician (CT) reports a blood leak with a CT 190g dialyzer. The leak occurred at the onset of treatment. The leak was noted by an audible machine alarm and confirmed by a hemastix test strip. No significant blood loss was noted. Treatment was discontinued and resumed with new disposables and completed with out incident. CT denies any patient injury or medical intervention associated with this incident.